Event description:
The customer reported that an error message was displayed for etco2 occlusion upon powering up the device. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.